Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for transforaminal lumbar interbody fusion therapy. It was reported that the cage has lost distraction height from 12 to 11mm, lordosis loss 14.6 to 12.1° implanted at the level l4/l5. Patient had post operative back pain. No additional treatment or surgery performed as a result. No further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review states, the lateral x ray of two panel image was provided. L4-5 interbody graft collapsed, subsidence was seen in right panel compared to left. Ap x ray of 2 panels show l4-5 interbody graft collapsed in right panel compared to left. The notified date of this event is corrected to 2025-01-20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.